Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that the system 6 charger was sparking while a battery was charging at user facility. No flames or smoke were observed, no associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the system 6 charger was sparking while a battery was charging at user facility. No flames or smoke were observed, no associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, the charger sparked while a battery was charging, was not confirmed. Through functional and visual evaluation, the technician observed that the charger displays were dim and fan ran loud. The technician did not observe any sparking or evidence of sparking. The unit was forwarded to an engineer for further analysis. The engineer did not find evidence of the unit sparking and suggested that the modules power supply fan be replaced as preventative maintenance. The technician replaced all of the recommended components and the unit was returned to the customer.